Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition of the device not holding the saw blade device was not confirmed. However, a visual and functional assessment was performed which found that the device would not pass the oscillation frequency test. It was determined that the device had low power and was making an unusual grinding noise while running. It was further determined that the device failed pretest for check trigger and electronic control unit (ecu) function. During repair, it was determined that the gear shaft was loose, and the gear was not turning smoothly. It was determined that these issues were consistent with normal wear. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a laboratory demonstration, it was observed that the battery reciprocator device did not hold the saw blade device. It was further reported that the device was a laboratory equipment and had never been used in a surgical setting with a live patient. During in-house engineering evaluation, it was observed that the device had low power and made an unusual grinding noise while running. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.